Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported torn clip introducer was due to preparation circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the device preparation for a triclip procedure, the clip introducer was torn while sliding over the triclip xtw. The clip was discarded and replaced. During prep of the second triclip xtw, resistance was felt when the arm positioner was initially turned. A replacement clip was used to complete the procedure. There were no adverse patient effects or clinically significant delay.